Event description:
It was reported that (1) tsb35, (1) 5dcd, (1) pmw55 were used during a lobectomy procedure. It was reported by the affiliate that the tsb35 jaw did not close after second firing. The 5dcd jaws came apart. The pmw55 staples jammed in the device. It is unknown how the case was completed. There was no consequence to pt.